Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the battery charger will not power up. The charger returned to the vendor for further investigation. Will reopen complaint upon root cause evaluation the root cause for the defective charger was unable to be positively identified and is be investigated by the vendor. There were no adverse events associated with the charger malfunction.

Event description:
A us distributor reported a battery charger will not power on.